Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer went to the hospital with blood glucose level that read "high". Customer was treated with intravenous fluids of insulin. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue, however no response was received.